Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported via webform a ¿replace sensor¿ sensor error message with the adc device and was unable to obtain readings. As a result, customer was unable to self-treat and required third-party intervention by girlfriend who provided juice as treatment. No further information was provided. There was no report of death or permanent impairment associated with this event.